Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 09/29/2014 with the following findings: during testing, the meter paired successfully with a test pump. A 5.0 unit bolus was successfully performed using the meter remote with no errors, humming, or a blank screen occurring. The meter display screen was found to have lines across the top of the display. The complaint that the meter display was going blank when attempting to perform a bolus from the meter remote was not able to be duplicated during investigation. The allegation that there were extrinsic lines on the display screen was confirmed during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the meter display goes blank with extrinsic lines when attempting to perform a bolus with the meter. It was noted that the meter would hum while the display was blank. Reportedly, the battery needed to be removed and reinserted into the meter to regain functionality. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.